Manufacturer narrative:
Field left blank- no available code for undetermined or unknown cause. No product will be returned per the customer. The customer's report of a bulge in the silicone pumping segment was confirmed per a picture received from the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported a bulge in the pumping segment. Although requested, no additional information about the patient, medication, or event was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a bulge in the pumping segment.